Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was isolated to the electrode belt¿s ECG ¿a¿ & ¿b¿ cable to the front te being severed, causing all wires to be cut within the belt. The root cause for the severed cables was physical abuse. There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.